Event description:
The customer reported that the 9800 system screen went blank during a case. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and lemo pin connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.